Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that when patient presented remotely via merlin.net transmission, false pause episodes were observed which occurred due to possible poor tissue contact. Programming changes were unable to be made. No further information available.